Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and the bard/davol device used to treat the patient. The patient's attorney did not allege any specific device failure and medical records have not been provided. A sample was not returned for further evaluation. No lot number was provided; therefore a review of the manufacturing records is not possible at this time. Based on the limited information provided by the patient's attorney, no conclusions can be made between the bard/davol device used to treat the patient and any problem with the device. Should additional information be provided, a supplemental emdr will be submitted. Note: the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2008 - the patient underwent surgery for implant of an unspecified bard/davol composix kugel hernia patch. As alleged, the patient is making a claim for an adverse patient outcome against the composix kugel hernia patch. As reported, the patient's attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained."

Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and the bard/davol device used to treat the patient. The patient's attorney did not allege any specific device failure and medical records have not been provided. A sample was not returned for further evaluation. No lot number was provided; therefore a review of the manufacturing records is not possible at this time. Based on the limited information provided by the patient's attorney, no conclusions can be made between the bard/davol device used to treat the patient and any problem with the device. Should additional information be provided, a supplemental emdr will be submitted. Note: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Addendum: h11: this is an addendum to the initial emdr submitted on 12-jul-2018. This supplemental emdr was submitted to report the provided date of event. Should additional information be provided, a supplemental emdr will be submitted. Note: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2008- the patient underwent surgery for implant of an unspecified bard/davol composix kugel hernia patch. As alleged, the patient is making a claim for an adverse patient outcome against the composix kugel hernia patch. As reported, the patient's attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained." Addendum per amended legal claim: attorney alleges that the patient underwent surgery for implant of unspecified bard/davol composix kugel hernia patch on (B)(6) 2008, phasix st and phasix on (B)(6) 2016. As reported, the patient is making a claim for an adverse patient outcome against the composix kugel hernia patch. It is also alleged that the patient sustained injuries on (B)(6)2014. Attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is alleged that the patient experienced emotional distress and the device was defective.